Manufacturer narrative:
A united states customer contacted the siemens customer care center and noted the quality control (qc) recovered within range on (B)(6) 2021. Siemens dispatched a customer service engineer (cse) to the customer site. The cse reviewed the probe counts and ran service methods for server 2, and sample (s2), and reagent (r4) probes. The cse noted the r4 overmix failed and performed a replacement of the r4 mixer. The alignment was verified, and the r4 passed all tests. A full quick check, a precision run with control, and qc testing were performed and resulted in range. The cse verified the operation of the instrument, and no further evaluation was required.

Event description:
The customer obtained a discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) result (8.6 mg/dl) on the first patient sample on a dimension vista 1500 instrument. The result was reported to the physician(s). The customer used the same patient sample and a second sample to perform repeat testing on the same instrument. The customer noted the repeat results are concordant with the patient's history. The customer issued a corrected report and noted that the result (16.4 mg/dl) obtained on the second patient sample was considered the correct result and reported to the physician(s). There are no reports of adverse health consequences due to the falsely depressed ucfp result.